Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator graphical user interface (gui) display became black. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
Added repair information to per received information on (B)(6) 2016. (Evaluation codes) per repair completion.

Event description:
A service engineer (se) inspected the device and was unable to duplicate the reported condition. The graphical user interface (gui) printed circuit board (pcb) was replaced as a precautionary measure. The unit passed all testing and operates within the manufacturing specifications.